Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station displayed a 'failed to open' error for the full height cubie in main drawer 6. A field service engineer (fse) inspected and found that a magnet was missing from the latch inseparable. The station was powered down, and the drawer was disassembled. The latch inseparable magnet was replaced. While disassembled, the retractor band cable was reseated at both the drawer and module controller, and the row board cable was reseated at the drawer controller and individual row boards. After reassembly and powering on the device, drawer functionality was verified through diagnostics. No further issues were observed during service or reported by the customer. The system functioned as intended after the field service engineer repaired the device.